Event description:
In late 2007, the pt stated that while attempting to change the insulin cartridge she noticed moisture in the cartridge compartment. She stated that the infusion tubing may not have been properly tightened when the cartridge was inserting causing insulin to leak. She then attempted to remove the insulin cartridge and the plunger remained attached to the piston rod causing insulin to leak into the cartridge compartment. The pt switched to her backup infusion device. The pt was instructed how to remove the plunger from the piston rod. She was educated on the proper technique for removing the insulin cartridge. The pt was advised to remain on the backup device to allow the primary device to dry. No physiological effects were reported. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.